Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms on the insulin pump. Customer stated that they had to restart for a bolus. Customer was receiving a no delivery alarm during bolus. Customer's blood glucose at the time of the incident was over 400 mg/dl. Customer reported that they were unable to troubleshoot because it was a previous event from a week ago. Customer does not want to return the set or reservoir for analysis. Customer was advised to monitor the issue. Customer also had a scratch on the lcd screen and a broken belt clip. Customer's blood glucose was 149 mg/dl at the time of the incident. Customer stated that the pump came of their pocket when they were sitting down. The pump hit the floor and pulled out the infusion set. Customer stated that the pump hit the floor due to the broken belt clip. Customer also stated that they can read the pump. Customer was advised to monitor the pump and call back if troubleshooting is needed.